Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she had been sleeping and rolled onto the insulin pump prior to receiving the alarm. The customer's blood glucose was 123 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during testing. No cosmetic damage noted.